Event description:
It was reported that customer experienced high blood glucose, with pump and sensor both showing elevated values and customer believing continuous glucose monitor reading was inaccurate. Customer delivered correction bolus via pump, inspected infusion site, tubing, and insulin without finding any issues, corrected incorrect pump time after support explained its impact on insulin delivery, agreed that incorrect time likely caused problem, and planned to replace supplies as needed and resume insulin therapy, while declining both emergency medical services and transfer to continuous glucose monitor manufacturer.